Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative found that the turnbuckle on the gantry was loose causing a misalignment. The representative then realigned the turnbuckle and tightened the securing nut. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that the gantry door on the imaging system was experiencing difficulties when opening and closing. The issue was found immediately after un-crating the imaging system for installation. No additional information was provided. There was no patient present when this issue was identified.